Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact phone: name:(B)(6). On: biomedical engineer, phone: (B)(6) a getinge field service engineer (fse) had evaluated the unit and troubleshooted the video generator by viewing error code 63 in logs. Than the fse had replaced the video generator as per the service manual. And after the replacement the unit went into functional testing and safety checks to factory specifications. And the unit had passed all the functional and safety tests as per the factory specifications. Than the unit was returned to the customer and cleared for the clinical use. The failure analysis and testing department received the following part associated with this complaint: video gen. Board. This part was received with a reported unit failure message of touchscreen malfunctioning. Performed visual inspection of this part received and observed white residue on the board (tp17). Based on experienced, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. The video gen. Board cannot be tested due to the saline spill, and it will be harmful to test fixture. The video gen. Board failed testing. Sending board to the supplier for failure analysis as per procedure 0002-07-d008 rev an. The part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining board in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during investigation of another repair, the cardiosave intra-aortic balloon pump (iabp) units touch screen is not responding. Here was no patient involvement.